Event description:
It was reported that a 62-year-old caucasian female patient underwent a breast augmentation revision with a 500cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a deflation on the left side post-operatively, which was diagnosed with an office visit. The deflation may have been due to a fall. As a result, the patient is to undergo device explantation on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed. Non-conformances were identified related to device malfunction and will be handled through mentor's quality system. Section h9. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Reason for device explant and/or reoperation: deflation. Section d6b. Explantation date: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 05, 2025, the mentor failure analysis lab has received the device for evaluation. On may 05, 2025, the evaluation for the device was completed. Device evaluation summary: during the visual analysis of the returned device, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the anterior view, measuring approximately 0.8 cm. No other leak sites were found during the analysis. A microscopic examination was performed, and instrument damage was not found at the edges of the tear. The evaluation determined that the possible cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Per the analysis performed, the findings are not related to non-conformance reported in the initial report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2025, mentor received additional information reporting that the device date of explantation was (B)(6) 2025. Section d6b. Has been updated to reflect this additional information. On april 07, 2025, mentor received additional information regarding the event. The patient's replacement device was reported to be a 525cc mentor memorygel breast implant (catalog number 3505251bc) with serial number (B)(6). It was also reported that the patient experienced capsular contracture (baker grade 2) and grade 3 breast ptosis. The patient had patchy calcifications internally. Reason for device explant and/or reoperation: deflation, capsular contracture, and breast ptosis. The patient's replacement device was a 475cc mentor gel breast prosthesis. Manufacturer¿s reference number: (B)(4).